Event description:
The customer reported that during a laparoscopic sigmoidectomy, the device failed to activate and alarms were heard. The generator in use during the case was changed out for another unit and the problem was not solved. The procedure was converted from a laparoscopic case to an open case. There was no reported patient injury.

Manufacturer narrative:
(B)(4). Visual inspection found the jaws were stuck open. The device was received with the jaws stuck open due to dried fluid in the instrument. Multiple attempts were made to clean the device, but the jaws would not close and the knife would not advance. Mechanical function could not be restored. As a result, several tests could not be performed. The device was plugged into the generator and was recognized. Because the jaws would not close, the device was activated in a saline solution with the jaws open. The activation button was pressed in various locations to detect any problematic activation issues. All seal cycles were completed and end tones were heard each time, indicating the instrument at least maintained connectivity. The investigation could not determine the root cause of the customer's report.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.